Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-04761. It was reported that the right ventricular lead exhibited noise. On (B)(6) 2019, the lead was capped and replaced. During the procedure, the physician was used a bovie which resulted in the pacemaker losing radio frequency telemetry and having a false elective replacement indicator alert. A device restoration was performed. Patient was stable.